Event description:
The customer reported that during a procedure, the device blade came out of the track and the blade was protruding between the jaws. The device was on tissue at the time, but the site could not confirm how the device was removed.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.